Manufacturer narrative:
(B)(4). Date sent 1/22/2025. D4 batch#: 106d18. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received partially fired 1/10. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The device opened and closed as expected. The pcb broken found is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Although no conclusion could be reach on the cause of the reported event of "difficult to open", the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 106d18, and no non-conformance's were identified.

Event description:
It was reported that, during a thoracoscopy pneumonectomy, the device was locked out at the 1st firing when pulmonary vein dissection for vats. The device could not be fired and the knife did not move forward. The manual override lever was used to release the device, and a new device was replaced to handle. There was no bleeding. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.